Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed "the power switch is stuck" as the old version main switch was stuck in the off position. Additionally, there was a large moisture stain on the front panel and the device was running the old software version; recommended upgrading the to latest software version. The device was repaired to standard specifications and returned to the customer. The device was sold on december 15, 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the evis exera iii video processor's power switch was stuck. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 8 years since the subject device was delivered. It is likely that the power switch was worn and damaged due to long-term use and durability. In addition, the investigation confirmed that a design change was implemented, and devices included within that change began shipping on november 18, 2013. The subject device of this report was manufactured prior to the design change (see h4).